Event description:
Information was received that reported a patient was hospitalized on the event date, due to an incident of diabetic ketoacidosis. The patient reports she had elevated blood glucose for several days prior to the hospitalization. Her last recorded blood glucose was in 2007, at 12:34pm when she was at 407mg/dl. She was brought to the ER in 2008. Upon admit his blood glucose was >800 mg/dl. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.